Manufacturer narrative:
H.6 investigation summary: one used sample was provided for evaluation by our quality engineer team. The sample was inspected with the unaided eye and with magnification and no signs of foreign matter were observed. As foreign matter could not be identified, fourier transform infrared spectroscopy analysis could not be completed. A device history record review was completed by our quality engineer team for provided lot number 9010868. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that prior to use foreign matter was discovered on the catheter with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that foreign matter on the surface of the catheter after visual inspection by customer, they feedback foreign matter looks like plastic flocculent. The length is about 1cm.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on the catheter with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that foreign matter on the surface of the catheter after visual inspection by customer, they feedback foreign matter looks like plastic flocculent. The length is about 1cm.